Event description:
It was reported that the patient experienced as shocking sensation from their implantable neurostimulator (ins). The shocking was described as a¿ jolt down the whole body¿ and repeated itself with movement of the head and neck. Impedance testing (at a1, 660 ohms, 1.499 ma) showed all values with electrode #3 were >10,000 ohms. The patient settings were electrodes #0(-), 1(+), 2(-) rate of 90 hz, and 90's. Electrode #3 was not being used in the settings. The patient had a routine battery replacement 2 weeks ago and impedances checked at 3 different times were all normal (one at doctors¿ appointment prior to replacement, a second time at a physician consult, and the third just prior to replacement). Impedance testing post replacement were normal and the patient had ¿wonderful¿ stimulation with no problems. All programming had been kept the same since the replacement and the patient felt the stimulation in the correct area. Also, there were no significant events or falls associated with the issue (patient had been beaten up but this occurred prior device replacement back in (B)(6) 2015). The patient had been seen by the nurse practitioner (np) on (B)(6) 2015 and their physician on (B)(6) 2015. Follow up information reported that the patient had the ins battery replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# n0036209, implanted: (B)(6) 2005, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3550-29, lot# n422460, implanted: (B)(6) 2015, product type: accessory. Product ID 3708320, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).